Manufacturer narrative:
The reported event could not be confirmed, since the product was not returned for evaluation and no evidences were provided. The batch record could not be reviewed because the affected device was not returned and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any additional information is provided, the investigation will be reassessed. Device disposition is unknown.

Event description:
Primary. It was reported by a rep that a surgeon tried to nail through metal. Unable to connect to handle thus the device is broken/bent. No further information is available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by a rep that a surgeon tried to nail through metal. Unable to connect to handle thus the device is broken/bent. No further information is available.